Event description:
Arjohungleigh has been aware about an incident involving one of two sara's 3000 devices. Both lifts were checked by the service technician visiting the site are fully functional to OEM specs. Upon completion of a shower the patient was placed on the sara 3000 (without the use of the leg straps because the patient complained of pain in her legs) and as she was elevated her feet slipped backward on the foot support, possibly causing the injury (fracture of left medial femoral condyle). There is conjecture which of two lifts were in use during this incident, however, both lifts had paint chips and scratches consistent with age and use. Also found that both foot supports to be smooth and slippery when wet though indications are the attendants did not attach the leg straps the foot support resulted with slippery which could have been the cause of the injuries. The technician visiting the site was not able to recreate the incident. Reference MFR # 3007420694-2014-00042.